Manufacturer narrative:
Additional repairs outside the recall repair were addressed. The device was repaired, retested, and released back to the customer. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Lvp bezel post recall group 1 -dom 2019- 06/04/2019 13:09:10 ricky coleman (rcoleman) maribel regalado biomed 760-940-7711 biomeds@tcmc.com 06/12/2019 12:15:48 ngoc t bui (nbui) est - rcl - mjr 07/09/2019 06:42:29 lauryne wasan (lwasan) npi confirmed updated from rcl to mjr for the major repairs needed per ngoc bui, service tech. Repair approved by maribel regalado, biomed, at bio meds@tcmc.com for $365. Use new po# 1083697 07/18/2019 14:32:38 ngoc t bui (nbui) lvp bezel post recall completed. Replaced broken bottom rear case, and platen assy. Replaced upper transducer for 240.4150 error. Replaced broken ail sensor chip right side, and door latch sear middle. Replaced corroded right,left iui, and fluid ingress frame memb. 07/19/2019 10:12:07 annette a mendez (amendez) 9632001960920413730700102839915726 11/01/2019 12:11:48 joseph kuhls (jkuhls) during the repair process, it was determined that the original problem code should have been brok (broken damaged) for complaint trending purposes file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.